Event description:
The event involved a plum 360¿ infuser reported that they had a safety event that occurred on the night of 27-nov-2023 where the pump shut down during infusion. It was also reported that no medical intervention was required. Furthermore, it was reported that therapy was resumed on a replacement pump. There was patient involvement but no human harm or adverse event reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Confirmed customer¿s complaint that the device shut down on its own while running on battery power. Device passed self-test with no error alarms. Confirmed customer¿s complaint through attempting to run the battery operational checkout. Recharged the battery for a minimum of 8 hours. Program device to run at a rate of 25 ml/hr. Running for a duration of 7 hours. Device failed battery operational checkout at 2 hours and 8 minutes. The device also experiences an uncontrolled shut down during the test. Replaced the battery and pressed change battery softkey. Repeated the battery operational check out. Recharged the battery for a minimum of 8 hours. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed the battery operational checkout with a run time of 7 hours and 39 minutes. Device does not experience any uncontrolled shutdowns. Probable cause for the device shutting down on its own, while infusing on battery power is defective csb battery.